Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination of the submitted devices did not reveal any anomalies or manufacturing defects. The investigation could not draw any conclusions about the reported pain. No evidence found suggesting product error was a contributing factor to the reported pain, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.